Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 53 mg/dl at the time of the incident and was treated with food. The customer was sitting at a desk when they got the alert. The customer reported that they did receive a sensor updating not available alert and a calibration not accepted alert. The customer does not report consecutive sensor alerts with different sensors. The customer was experiencing low blood glucose for not sure. The customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.